Event description:
Info was rec'd from the provider that the enclosure of the device appeared to have melted. There was no reported harm to the pt. The device, which was being used as an accessory to CPAP therapy, was returned for evaluation. Thermal damage was confirmed on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.

Manufacturer narrative:
Na.